Event description:
Cardiochek purchased to do cholesterol screenings as part of a health screening. When used at an event, the cholesterol total and hol tended to be very low. So we compared 2 cardiochek machines against venipuncture and were not happy with results. Replaced it with a cholestech which had similar results to venipuncture so happier with results. Dates of use: 2/2007-6/2007. Diagnosis or reason for use: cholesterol screening.